Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a 10mm x 2.75mm wolverine coronary cutting balloon. Visual inspection of the returned product revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. A visual and tactile examination found no kinks or damage to the hypotube or shaft of the device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for revascularization procedure. During the procedure, there was resistance when the balloon passing through the 1.5mm rotapro and wire. It was noted that the balloon ruptured. The procedure completed successfully with another of same device. There was no patient complications reported.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for revascularization procedure. During the procedure, there was resistance when the balloon passing through the 1.5mm rotapro and wire. It was noted that the balloon ruptured. The procedure completed successfully with another of same device. There was no patient complications reported.